Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of oversensing crosstalk was not confirmed. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. No anomaly was detected.

Event description:
It was reported that during an implant procedure when the atrial and ventricular leads were connected to the device, oversensing crosstalk was observed. The device was replaced. There were no adverse health consequences, the patient was stable.